Event description:
Event became reportable based on analysis approved on 11/06/2006. It was reported that during a ptca procedure, the shaft of the maverick2 monorail ptca catheter kinked. The lesion was located in the 100% stenosed, calcified and non tortuous left anterior descending (lad) coronary artery. The shaft of the maverick2 monorail kinked while attempting to cross the lesion. The procedure was successfully completed with another of the same device. No patient injuries or complications were reported. Patient status is reported as "good".

Manufacturer narrative:
Returned device analysis revealed a break in the hypotube. The device was returned in two sections as a result of a break in the hypotube 29.5cm distal from the strain relief. No further damage was noted on the returned device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. A review of the manufacturing records for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. This batch has no associated complaints at this time. The root cause could not be identified.